Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. The customer did not recall the blood glucose reading. The batteries did not last more than one week. The batteries were not previously used, no excessive button pressing was performed, the back light was not used frequently, the customer did not upload frequently or do daily set rewinds, and there were no unattended alarms. The customer was advised to clean the battery cap and was sent a replacement battery cap. The customer was advised to call back if the issue persisted and revert to a back up plan if needed.